Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, removal due to the recall. Healthcare professional, later reported, capsular contracture, baker grade unknown. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Correction to aware date/g3 of initial report: (B)(6) 2024.

Event description:
Healthcare professional reported, right side removal, due to the recall. And capsular contracture, baker grade unknown. Device has been explanted and replaced.